Manufacturer narrative:
This event occurred in (B)(6). The field service representative changed the sample probe, replaced all hoses in the rinse unit and the naoh-d acid rinse (naoh-d did not rinse) and the elbow pipe. He also observed the vacuum pump pipe was almost clogged. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results for 2 patient samples and questionable ise indirect na+ for gen.2 and ise indirect k+ for gen.2 results for 1 patient sample on a cobas 6000 c501 module. Patient 1 (sample 020100211201): the initial sodium result was 117.9 mmol/l and the repeated result was 133 mmol/l. Patient 2 (sample 020100211303): the initial sodium result was 118.4 mmol/l and the repeated result was 142.7 mmol/l. The initial potassium result was 3.93 mmol/l and the repeated result was 4.69 mmol/l. Patient 3: sample 020100211701: the initial sodium result was 115.7 mmol/l and the repeated result was 136.5 mmol/l. The results were not reported outside of the laboratory. The electrode lot numbers were requested but not provided.